Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of event. The philips field service engineer (fse) went onsite and identified that the system was not booting up, no leds was powering on power distribution unit (pdu). The review of system log files also confirmed power hardware related issues. The fse replaced pdu fan tray and direct current power supply (dcps). Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.